Event description:
This construct (provided under compassionate use (B)(4)) was implanted (B)(6) 2021 due to patient's prior failed knee revisions and nickel allergy. All components were porex-coated. Dr. Reports loosening and plans to revise pending availability of custom-made components with porex and zirconia coatings requested under compassionate use (B)(4). Updated 05-13-2024: letter from (B)(6) stating that in his opinion, the implants did not contribute to the loosening.[customer]

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
This construct (provided under compassionate use (B)(4) was implanted on (B)(6) 2022 due to patient's prior failed knee revisions and nickel allergy. All components were porex-coated. Dr. Reports loosening and plans to revise pending availability of custom-made components with porex and zirconia coatings requested under compassionate use (B)(4). Updated 05-13-2024: letter from dr. (B)(6) stating that in his opinion, the implants did not contribute to the loosening: "after reviewing these patients records and imaging, it is my opinion the design for mcj existing link implants did not contribute implant loosening. However, polyethylene distal femoral augments implanted for patients may have contributed to loosening leading to the need to revise."[customer].